Event description:
This unsolicited case from united states was received on 08-dec-2017 from pharmacist. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had significant effusion of the knee not in the septic range. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. Patient was allergic to sulfa. On an unknown date, patient received treatment with intra- articular synvisc one injection, once (batch/lot number: 7rsl021, expiration date: 31-may-2020, dose: not provided) for osteoarthritis. On an unknown date, after unknown latency, patient had significant effusion of the knee not in the septic range that was being treated with corticosteroids. Action taken: unknown corrective treatment: corticosteroids for significant effusion of the knee not in the septic range outcome: unknown for both events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for both events additional information was received on 09-jan-2018 from pharmacist. Additional event of device malfunction was added along with details. Lot number, expiry date and indication of synvisc one was added. Investigation summary was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 08-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee effusion for which patient receeived corticosteroids. A temporal relationship cannot be established with the product administration as the exact dates had not been provided. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from pharmacist. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after unknown latency had significant effusion of the knee not in the septic range. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number, expiration date, dose, frequency, indication: not provided). On an unknown date, after unknown latency, patient had significant effusion of the knee not in the septic range that was being treated with corticosteroids. Action taken: unknown. Corrective treatment: corticosteroids. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.